Event description:
It was observed that during the device evaluation, the trachel intubation fiberscope exhibited a sticky eyepiece, grip, and up/down plate; and corrosion under the grip of the venting connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.